Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced full height drawer 4 failed to stay closed. A field service engineer replaced a new latch inseparable during drawer maintenance. While replacing drawer 4, observed that the magnet in drawer 7 inseparable latch was partially dislodged. Then replaced the latch inseparable for drawer 7. The customer tested both drawers and confirmed that they were functioning properly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, drawer 4 cubie full hight drawer failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary enhanced full height drawer 4 failed to stay closed. A field service engineer replaced a new latch inseparable during drawer maintenance. While replacing drawer 4, observed that the magnet in drawer 7 inseparable latch was partially dislodged. Then replaced the latch inseparable for drawer 7. The customer tested both drawers and confirmed that they were functioning properly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower system, auxiliary drawer 4 cubie full hight drawer failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.